Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Customer declined further assistance from tandem technical support and declined to provide further information regarding the issue. No additional patient or event information was available.